Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat vaginal prolapse and cystocele and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced incontinence, infections and pelvic pain. It was reported that the patient underwent mesh removal on (B)(6) 2011 due to incontinence and mesh erosion. No additional information was provided. (B)(4).